Manufacturer narrative:
The pendant for the imaging system was returned to the manufacturer for evaluation. Testing found that the unit passed functional testing though visual inspection found that there was delamination of the buttons on the pendant.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the reported issue. The pendant was replaced and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, the pendant was displaying incorrectly on the imaging system. The pendant was showing mirror images. The issue was discovered during testing. There was no patient present when this issue was identified. No additional information provided.